Event description:
Pt reported that an access port revision surgery was done since the pt's lap-band port "was not attached to the abdominal wall and had moved." Follow up with the surgeon was conducted and completed. Per the pt, "a different office performed surgery to correct the access port error," not the pt's original surgeon. The pt did not provide further info and the device is being retained by the pt.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may inform or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."